Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 389 mg/dl. The patient gave herself a 10 unit shot of insulin before going to the hospital. The patient had anxiety, was nauseous, vomiting, had chest pain and shortness of breath. For treatment, the patient was given intravenous (IV) sodium chloride and fluids. The patient was at the hospital for almost 8 hours. The patient reported when she awoke, she noticed the cannula had dislodged. The pod was worn between 24 and 36 hours on the abdomen. The site was red.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.